Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe an intermittent component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment, 5 minutes after starting the therapy the alarm sounds and it is repeated every 2 minutes. Besides a message appears on the screen: "warning/ canister full". But there is no blockage or canister covered with exudate, the dressing was well connected to the device and there is not any lubrification on the o-ring before installing the canister to the device. It is unknown how was the treatment completed. No patient harm reported.